Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed ¿ power switch failure. During the evaluation, it was determined that there was an abnormality in the appearance. The investigation revealed: foot deterioration; equipment internal corrosion; poor air supply; and inlet damage led lighting failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was inlet damage on the maintenance unit. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged inlet could not be determined. Olympus will continue to monitor field performance for this device.